Manufacturer narrative:
Article citation: lazaro-garcia a, lacalle-gonzalez c, santonja c, rodríguez-pinilla sm, cornejo ji, morillo d. "Post-chemotherapy rebound thymic hyperplasia mimicking relapse in breast implant-associated anaplastic large cell lymphoma: a case report." Oncol res treat. 2021;44(4):196-200. Doi: 10.1159/000515055. Epub 2021 mar 17. Pmid: 33730738. The events of lymphadenopathy and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl diagnosis and lymphadenopathy. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Journal article "post-chemotherapy rebound thymic hyperplasia mimicking relapse in breast implant-associated anaplastic large cell lymphoma: a case report" reported a patient presented with breast nodules that were noticed on self-examination. Physician reported "4.5 cm solid mass in parasternal left region, a 1.5cm firm left breast nodule in the junction between the outer quadrants, and 2 enlarged axillary lymph nodes were identified." Bia-alcl was diagnosed based on ultrasound guided core biopsies of an axillary lymph node and a breast nodule. Patient underwent capsulectomy. Manufacturer of the device is unknown. Device has been explanted. Histopathological examination of the surgical specimen confirmed the diagnosis. Patient also received anthracycline-based adjuvant chemotherapy treatment.